Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. The anchor was off the inserter but held by suture. Visual observation under magnification confirms that the distal tip of the anchor is broken. Slight amount of tissue debris was present on the anchor indicating this device was used. This type of damage to the distal tip of the anchor near the suture bridge is consistent with historical investigation of similar anchor breakages where the root cause was determined to be the combination of quality of bone and torque applied while inserting the anchor. It was confirmed that the patient had hard bone however, no information was available about the procedure and we cannot discern a root cause for this failure. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). ¿this report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.¿

Event description:
Anchor broke: the sales rep reported that during a shoulder repair that the customer's gryphon p br anchor w/orthocord dual suture broke upon insertion. The surgeon stated that when the surgeon pulled to check if the anchor was secure the suture came through the eyelet of the anchor. The sales rep stated the suture was not caught on anything. The suture was not tied and had already been released. The surgeon completed the procedure with another like device with no patient consequences but with a 15 minute delay. The patient was a (B)(6) male with hard bone quality. The sales rep had no further information regarding medications or preexisting medical conditions.